Event description:
Complaint was received in a batch report from the distributor (log # (B)(4)) on (B)(6) 2013. No other information was provided. Caller alleges false negative hcg results, on a patient that was 14 weeks pregnant, using the consult diagnostics hcg urine cassette test.

Manufacturer narrative:
Investigation: lot number(s): hcg1110149. Expiration date(s): 10/2013. Control: 20miu/ml hcg urine lot: hcg121115-01, 203.2iu/ml hcg urine lot: hcg130307-01, 214.7iu/ml hcg urine lot: hcg130307-03, 240.5iu/ml hcg urine lot: hcg130307-04. Clinical positive urine samples from 3 pregnancy women. Summary of results: the retention devices meet qc specification. Detail as below: the 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 203.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 214.7iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 240.5iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 3 clinical positive samples yielded clearly positive results with retention devices at 3 minutes (n=2 for each sample). Probably root cause: from the complaint information, the patient was 14 weeks pregnant. Hook effect may reduce the t line intensity. If such a condition is suspected, the sample can be diluted 1:10 with distilled water and re-test. Conclusion: from retain testing with in-house control and clinical positive urine samples, the client's result was not replaced and the product performed as expected. In-house low and high hcg controls and positive clinical samples were tested with retain product. No false negative was observed. Product performed as expected. No product and sample was returned. Unable to determine the root cause. (B)(4). Product deficiency was not established. Issue will be subject to tracking and trending.